Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was no capture threshold on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.